Event description:
The patient was intubated in the emergency department and required transfer by ambulance to a specialty facility and there was a successful transfer from the hospital's ventilator to the ambulance's ventilator (ltv 1200). The patient sat up at about 30 degrees and had an emesis in the tubing of the vent. After the emesis (emesis found in vent's circuit and in the unit), the ltv 1200 would no longer function properly. The paramedic and respiratory therapist checked all the connections and changed out the tubing but the malfunction continued. The vent was turned off and on and still malfunctioned. The vent alarmed "low pressure" and "disc sense." The patient was placed back on the hospital's vent. The patient suffered no adverse outcome related to this event. The patient was transferred with no other complications/occurrences. The ltv vent was pulled from service. The vent was returned to the manufacturer for inspection and they indicated that when the vent was powered on, the vent was producing a xdcr fault error repeatedly. The cause of this fault error was a defective solenoid manifold (p/n 18528-001c; lot j6964, s/n (B)(4)). An additional problem found was the vent failed o2 blending test. The o2 reads 76.3% when set at 90%. Replaced o2 blender (p/n 15079-001k; lot 080180349). Vent returned and placed back into service.